Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was low flow alarming for approximately the last 3 days. They initially seemed to improve after a few days of oral hydration, but they started low flowing again in clinic visit (though the patient noted they had only eaten a piece of toast at breakfast and just a little bit of water). The pulsatility index (pi) was intermittently rising to 10-11. An echocardiogram was already planned and done prior to clinic visit. Left ventricle ejection fraction (lvef) actually showed some degree of recovery, preliminary estimate of 35% or more now, which was much improved compared to prior. Left ventricle was also smaller now. They were not in acute right ventricle failure, but the hospital was not certain about the aortic valve opening 1:1. Partial recovery might have been causing suction events to cause low flows, so the set speed was lowered from 5100 to 5000 revolutions per minute (rpm). This seemed to cause the low flows to increase in frequency, however their blood pressure in clinic was fine at 78 mmhg (opening pressure). They denied obvious bleeding and labs would be done shortly. Heart rhythm during echo was sinus bradycardia with rates in 50s, but electrocardiogram after low flows showed sinus rhythm at 68 beats per minute (bpm). Log files were sent for review, and the event log captured periods of low flow events with flow noted as low as 2.0 liters per minute (lpm). These lower flows were likely patient related and not device related as these were all associated with elevated pi values.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Supplemental information provided that the patient was transferred to the emergency room overnight (B)(6) 2025) with a system controller fault alarm and low flow alarms. The system controller was exchanged. Log files were submitted for review. The event log captured constant driveline communication faults throughout the log file until the system controller was exchanged at 2133 on (B)(6) 2025. The low flow event captured on the log file appeared to be patient related due to them being present when pulsatility index values were elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms, comm faults, and pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 27may2025 through 28may2025 and on 31may2025, per the timestamps. The log files captured multiple low flow alarms on (B)(6) 2025, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. Additionally, the log file captured persistent driveline communication faults that did not resolve prior to the driveline being disconnected on (B)(6) 2025 at 21:33:48, consistent with the reported controller exchange. The log files also contained routine power source exchanges and pulsatility index (pi) events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log files. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of this IFU lists potential adverse events, including arrhythmia, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 1 also explains all pump parameters including pulsatility index (pi). In reference to pulsatility index (pi), section 1 and section 4 of the IFU, "system monitor", state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Section 4 also explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.